Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing discomfort and pain due to device placement. Device repositioning surgery has been scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected not to proceed with revision surgery at this time. The recipient's device remains implanted and the recipient continues to utilize the device. This is the final report.